Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump error code 810:11 was confirmed but not duplicated during product evaluation. It was thought this condition was caused by a failure in the pump's air in line (ail) printed circuit board (pcb). However, service performed a test on the pump and the air in line testing passed within specified values. Therefore, the root cause was not identified. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. This condition has the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.